Event description:
It was reported that the cartridge was leaking from an unknown location. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Customer loaded a new cartridge to address the issue.